Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the ceramic tip broke off during a procedure and fell inside the patient. The tip was successfully retrieved and the intended procedure completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the complaint of broken ceramic tip was confirmed. The ceramic beak from the distal end of the device was broken off. There were no signs of portions of the ceramic beak from the inner sheath and from the remaining outer sheath of the distal end. The missing piece was not returned. The definitive root cause of the broken ceramic beak piece was mechanical thermal influence. The damage of the insulation material of the sheath may have been caused by thermal mechanical overload, improper handling, or mechanical impact such as a fall, shock, or similar stress. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.